Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope controller (ec) for failure analysis investigation. The unit was analyzed and logs were not able to confirm error and therefore, unable to confirm the reported event occurred in the field. Upon visual inspection, damage to the pins of the receptacle were found related to the reported event. The ec was installed into the golden system where the system functioned as expected. Then the golden system was set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed no errors relate to the original complaint were found. The probable root cause is attributed to the dual camera interface board (dcib) in the ec.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the endoscope controller (ec) was damaged. The ec had bent pins in the plug which caused the image to be unstable. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the endoscope controller (ec). The system was verified and use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.